Event description:
It was reported that the cannula was not visible after removing the infusion set. The cannula couldn't be located but no additional assistance was needed at that time. There was patient involvement, and no harm / injury reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. D4: only di provided as lot number is unknown.